Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Brinjikji, w., cloft, h. J., lanzino, g. (2020). Clinical, angiographic, and treatment characteristics of cranial dural art eriovenous fistulas with pial arterial supply. Journal of neurointerventional surgery, 13(4), 331¿335. Https://doi.org/10.1136/neurintsurg-2020-016374 summary: the prevalence of pial arterial supply to cranial dural arteriovenous fistulas (davf) and its implication in the management of these fistulas is not well characterized. We performed a retrospective study to characterize pial arterial supply to dural arteriovenous fistulas and the implications for treatment. Identified events: 2 patients had major complications, resulting in permanent morbidity.